Event description:
It was reported that during an angioplasty procedure, balloon damage occurred. The lesion was located in the axillary brachial vein. The ultra-thin diamond 12mm x 4mm x 75cm balloon catheter was advanced to the lesion for pre-dilatation and inflated three times, however, the atms the balloon reached on each inflation is unknown. While attempting to remove the device, resistance was encountered while withdrawing the balloon catheter through the 7fr sheath. Upon applying force to device, the balloon material tore but remained intact. The physician removed the balloon catheter, guide wire, and sheath as a unit. The procedure was completed with surgical repair of the vein. The patient's status is reported as "ok".